Event description:
The customer's blood glucose was unknown. It was reported that the customer received fifteen no delivery alarms. The customer stated that some of the alarms were due to bent cannulas and kinked tubing. The customer stated that he received many sensor alarms as well as blood glucose now alarms. The customer stated that the blood glucose now alarms occurred because he had entered a blood glucose in the insulin pump but did not update the sensor. The customer stated that the issue was now resolved. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.